Event description:
It was reported that the patient had to turn her stimulator down for a surgery. A couple of days prior to the report the patient realized she had not turned the stimulator back up. It was noted the surgery the patient had was not related to the device therapy, but had to do with her esophagus. When the patient went to use her patient programmer (pp) to increase stimulation, she was getting a message screen that the patient did not know what it was telling her to do. It was identified that the message screen was telling the patient to turn the stimulator on. The patient was walked through how to turn stimulation back on and the patient was able to increase stimulation. It was noted the patient had been trying to get stimulation to go on for the last three or four weeks. Basic functionality was reviewed with the patient regarding adjusting, button use, icon meaning, and synching with the stimulator.

Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).